Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. The customer's blood glucose was unknown. It was also reported the customer would have dry blood upon removal of their infusion set. Troubleshooting did not occur at the time of the call because the alarms were from a past event. The customer was advised to call back when the alarm occurs to troubleshoot. The insulin pump will not be returned for analysis.